Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 626907, 628057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy bleeding during menstruation / menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menstrual disorder ("abnormal bleeding during menstruation"), weight increased ("weight gain"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and alopecia had resolved and the genital haemorrhage, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage, headache, nausea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-aug-2018: plaintiff fact sheet was received - reporter and patient demographic added.event outcome of alopecia, migraines updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 626907, 628057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia ("heavy bleeding during menstruation / menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced nausea ("nausea"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menstrual disorder ("abnormal bleeding during menstruation"), weight increased ("weight gain"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and alopecia had resolved and the genital haemorrhage, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage, headache, nausea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Lot number: 626907 manufacture date: 2008-04 expiration date: 2010-03 . Lot number: 628057 manufacture date: 2013-05 expiration date: 2016-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received - quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 14-dec-2016: sample no available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. No further information was provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff underwent a laparoscopic bilateral salpingectomy. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 37-year-old female patient who had essure (batch no. 626907, 628057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), menorrhagia ("heavy bleeding during menstruation / menorrhagia"), menstrual disorder ("abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dyspareunia, menorrhagia, menstrual disorder, vaginal haemorrhage, migraine, headache, nausea, fatigue, weight increased, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 19-jul-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), migraines / headaches, nausea, fatigue, weight gain / loss specify which one: and hair loss. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 18-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for permanent contraception. Sometime after implant of the essure device she began to experience one or more of the following symptoms including but not limited to severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy and fatigue. She reported to her healthcare provider that she was experiencing chronic pelvic pain as well as heavy bleeding and cramping during menstruation. She reported to her health care professional that she was experiencing chronic pelvic pain, pain during intercourse, heavy and abnormal bleeding during menstruation. On (B)(6) 2015 laparoscopic bilateral salpingectomy was done. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff underwent a laparoscopic bilateral salpingectomy. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.